Event description:
It was reported that after a da vinci surgical procedure, a cable had come out from the track of the prograsp forceps instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that a grip cable was broken and a pitch cable was frayed at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument's wrist. Failure analysis investigation also found scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch cable, if to recur could cause or contribute to an adverse event.